Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer alleging possible pump under delivery. The blood glucose value of 260 mg/dl at the time of incident. Patient's other blood glucose value was 280 mg/dl. The customer was treated with bolus. The insulin pump and reservoir was not expected to be returned for analysis.